Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump programmed a medication in secondary mode for a volume of 55 ml to be administered in 15 minutes. When reminding the pump to administer the remaining volume, the nurse must add an excess volume of 10 ml twice to administer each time. Total infusion time: 41 minutes for a total volume of 77 ml (50 ml bag). Primary infusion line clamped during secondary infusion and respect the 24-inch distance between the top of the container and the center of the pump. This occurred during medication treatment at the regional integrated cancer center (cric). There was no report of patient injury or medical intervention associated with this event. No additional information is available.